Manufacturer narrative:
Product event summary: analysis confirmed the slow programmer issue; the programmer was operating slowly and the output of the thermal printer went slowly. A print queue system error was found in the programmer log files. A new software installation was required to resolve. Analysis could not confirm that the programmer got stuck. Analysis also found the lower pin of the card reader was broken and the cable bay was damaged. It was noted errors were found in the programmer software updates. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was very slow. During testing the screen got stuck and then it was impossible to abort the tests. Then you could only turn it off. The programmer was returned for service. No patient complications have been reported as a result of this event.